Event description:
It was reported while using the bd phoenix¿ yeast ID a patient isolate was misidentified. No health impact or consequence reported.

Manufacturer narrative:
Unknown lot number: d4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E1. Initial reporter facility name: (B)(6). Investigation summary: this complaint is for misidentification when using phoenix panel yeast ID (catalog number 448316) batch number unknown. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.